Manufacturer narrative:
Per the customer, this is a known issue where the expandable grippers (or clips) in the cassette are staying open, causing the sample tube to come out of the cassette while the cassette is mixing and/or during transport. The dxh 800 cassette is undergoing modifications to improve the ability to hold a specimen tube. The proposed implementation to mitigate/resolve this issue is still ongoing. The dxh800 instrument contains a drip tray in the mixer area designed to catch any leaks. It is unknown if service was dispatched for this event. The root cause is attributed to the expandable grippers (or clips) in the cassette, which become stuck in the open position and allow the tubes to fall out. Bci tracking # 2050012-02/14/2011-005c.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the tubes were falling from the unicel dxh 800 coulter cellular analysis system cassettes when the cassette holder (clips) become stuck in the open position. Per the customer, the tubes did not break or leak. Sample tubes were observed missing and were found at the bottom of the instrument later in the day. There was no impact to patient or user as a consequence of this event.